Event description:
It was reported that when the device was used during a sigmoid resection, there were misformed staples and an incomplete staple line. The case was completed with the same like device. There was no reported pt consequence.